Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software and the sensor was found to be in state 1 (initial factory state). The sensor plug was properly seated. Extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified. Device manufactured date has been updated based on returned product download.

Event description:
A healthcare provider, calling on behalf of a customer/patient, reported the individual experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 the customer noticed the insertion site was ¿inflamed, itching and bleeding¿ when the sensor detached. Caller noted that on (B)(6) 2018 the customer had contact with a healthcare provider and was prescribed advantan 0/1% cream (methylprednisolone aceponate, a corticosteroid). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider, calling on behalf of a customer/patient, reported the individual experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 the customer noticed the insertion site was ¿inflamed, itching and bleeding¿ when the sensor detached. Caller noted that on (B)(6) 2018 the customer had contact with a healthcare provider and was prescribed advantan 0/1% cream (methylprednisolone aceponate, a corticosteroid). There was no report of death or permanent injury associated with this event.